Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The scope was returned to olympus for evaluation. The evaluation confirmed the reported device issue. A visual inspection was performed on the device and found the distal end cover and bending section cover both missing and not returned to olympus. Additionally, the light guide fibers and biopsy channel were both found exposed. The scope was serviced and returned to the user facility. Based on the evaluation results, the cause of the damage found on the scope is likely attributed to mishandling of the device at the user facility.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from nwb to fgb.

Manufacturer narrative:
The scope was not returned to olympus for evaluation. The cause of the reported scope damage could not be determined at this time; however, based on similar reported event, the cause of the reported scope damage is likely attributed to user handling. The instruction manual for use provides warning and caution statements in an effort to prevent scope breakage. ¿do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged.¿

Event description:
Olympus was informed that during a diagnostic ureteroscopy procedure, the distal tip of the scope broke off inside the patient¿s kidney. The device fragment was retrieved with an unknown device. No medical or surgical intervention was required. The procedure was completed using a different scope. There was no patient injury reported.